Manufacturer narrative:
The test strips involved with this complain were returned; however, testing was not performed since the alleged issue pertains to a meter issue only. The meter involved with this complaint has not yet been returned for investigation. If the product(s) are returned, lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.